Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device alerted for a charge circuit time-out even though all therapies and alerts had been disabled. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).